Event description:
The following was reported to hamilton medical ag: loss of external power. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**

Event description:
The following was reported to hamilton medical ag: loss of external power. No patient harm or consequences.